Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in rouen, france. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to fix it, stirrer motor and distribution board were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to stirring mechanism that did not start (measured by power consumption: power consumption is too low). The issue occurred post-procedure. There was no patient involvement.

Manufacturer narrative:
H10: based on the available information and taking into account the review of similar events, the most likely root cause of the reported issue is associated to motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase (causes related to environmental conditions). Moreover, since the motor was no longer rotating freely, it required a power overload to work, which could have led to an overcurrent that ultimately caused damages to the distribution board.

Event description:
See initial report.